Manufacturer narrative:
Initial MDR 2517506-2021-00183 was filed on 06-aug-2021 correction: section b4-date of this report should have been 06-aug-2021. Additional information (11-aug-2021): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant, falsely depressed creatine kinase (cki) result. Hsc reviewed the information provided by the customer. Quality control (qc) was in range prior to and after processing the patient sample. Siemens service assisted the customer with routine maintenance. The system checks and all of the qc processed were within acceptable ranges post instrument maintenance. No additional discordant cki results have been reported. The event was isolated to one replicate on one patient sample. The cause of the event is unknown. No system or potential product problem was identified. The analyzer is fully operational. The device is performing within specifications. No further evaluation is required.

Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics customer care center (ccc) concerning a discordant falsely depressed creatine kinase result obtained on a patient sample on a dimension exl with lm system. Siemens is investigating the event.

Event description:
A discordant falsely depressed creatine kinase (cki) patient sample result was obtained on a dimension exl with lm system. The discordant result was reported to the doctor who questioned the result. The sample was reprocessed on the same instrument. The reprocessed result was higher, considered true and a corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed discordant result.